Event description:
Consumer reported upon removal of an unspecified number of tampons, the string separated. She manually removed the pledget from her vaginal cavity. She reported some cramping which resolved when the pledget was removed. She did not seek medical attention and she did not experience any serious adverse health effects.

Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.